Manufacturer narrative:
Section b3 date of event: the exact date is unknown. The best estimate is between the implant and explant dates. (B)(6) 2023 - (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be attempts have been made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) rotated in the patient¿s left eye resulting in blurry vision. The iol was replaced with a different jnj model dib00. Post operatively the patient was reported as fine. The explanted lens is not available for return as it was discarded. No further information was provided.